Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure with a proglide device via a 6fr sheath was attempted in a calcified vessel relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a "cuff miss" occurred with three proglide devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the final medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18 or 19fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.